Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was manufactured between 11mar2020 and 12mar2020. The device was received for evaluation with no residual fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the device was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor under infused. The expected infusion time was 40 hours; however, the actual infusion time was 58 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.